Event description:
It has been reported to philips that user was unable to store fluoroscopy and cine runs. The system was in clinical use. No patient or user harm has been reported. A philips engineer remotely inspected the system and checked the logs.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred when customer was performing diagnosis for the patient. Philips remote service engineer (rse) inspected the system remotely and confirmed that it was unable to store fluoroscopy and cine runs. During investigation, philips engineer found that it was m2m radar case and hence it was an automated alert. Hence the cause was unable to determine. Later, a similar issue was reported, and the engineer monitored site per the alert rule file for any further appending alerts per biu guidance closing case. No service has been performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.